Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 27-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right stn lead/extension showed all high impedances at contact 10 and 11, monopolar and bipolar pairs. The patient was in for a routine battery replacement nearing eri. It was unknown what the cause was at first, but the doctor thought at their last ins change they may have cut part of the right extension as the issue didn¿t resolve after replacing the ins. Upon visual inspection of the right extension near the ins pocket there was a cut on the extension. After the right extension replacement impedance tests had shown all high impedances to be resolved. The extension would be sent back for analysis. It had to be cut by the neurosurgeon from the patient as it was very scarred down, but the nick/cut that was observed to cause the issue could be seen in photos sent and would be sent back.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly. The conductor was cut in the body of the extension; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.